Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured right femur (two years prior and at a different facility); was shown to have a non-union at the fracture site and was broken at the tip. This was discovered during a f/u visit.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for evaluation. The root cause of the damaged nail is undetermined. The damaged implant was replaced with an 12mm x 300mm, standard nail using two proximal screws and two distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. No one can predict a non-union or a failure to heal. Sign fracture care international will continue to monitor these events as part of our post market activities.